Event description:
Reported as over-infusion. Infusion intended to go over 1 hour instead went in over approx. 30 minutes. The alarm did not sound on the IV pump, the patient's nurse walked in and saw that the antibiotics were almost all infused. The patient did not require any treatment or intervention. No harm.